Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was "not beeping or making audible sounds". The customer¿s blood glucose (bg) was 600 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer will continue to use current pump.